Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was thermally damaged. The cause of the inability charge a battery pack is the damaged transistor. The root cause of the damaged transistor cannot be positively identified. No adverse event resulted from the damaged transistor.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was indicating that the batteries were not being charged.